Manufacturer narrative:
Results: the observation from the field of the ipg being inoperable was not confirmed. The device was returned with a depleted battery below the stimulation off voltage and had not been fully charged for more than 45 days. Based on the last known settings, the device would have needed to be recharged every 6 days. This suggested the device was not properly maintained while in use. Once the ipg was fully charged it passed all electrical testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.